Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinial der states ae received for intraoperative complication of femoral bone fracture. Event does not meet the definition of serious. Event has a remote possibility of being related to device and is probably related to procedure. Treatment includes orif with wire fixation. Doe: (B)(6) 2017, there is a surgical delay. Right hip.

Manufacturer narrative:
Product complaint # : (B)(4). No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.